Event description:
A malfunction alarm was reported, but there was no adverse impact to the customer's blood glucose level. Customer did not have charging supplies, so technical support provided information and assistance to reset the pump. Customer was instructed to rely on manual insulin injections until the pump use could be resumed.